Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the co2 failures- suspected therapy board. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The fse ordered a replacement therapy pca. The customer was informed that there is a global ship hold. The device remains at the customer site.

Event description:
It was reported to philips that the heartstart mrx defibrillator had etco2 failures. There was no patient involvement.